Event description:
It was reported that pump experienced malf 1 malfunction with non-resettable error and no notable events occurred prior to issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.